Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Patient age and dob requested but not provided, however, the customer stated the patient was an adult patient.

Event description:
It was reported that as the nurse was responding to an occlusion alarm during a narcan infusion, a large bulge in the silicone pumping segment of the tubing was observed. This caused the adult patient's IV site to restrict flow, and a new IV was placed guided by ultrasound. It did not appear that the nurse had performed an ivp medication in the 24 hours prior to the occlusion alarm. Although there was no patient harm caused by the event, the customer requested that the patient's emotional distress be considered.